Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that a boston scientific crm sales representative was needed to perform a device check for this device, as the patient experienced a syncopal episode. The boston scientific crm sales representative checked the device and reported no events were found in the arrhythmia logbook and no high rates were noted in trending or histograms. The rep reported that the patient stated his lasix had just been increased and he thought he had been dehydrated. The patient did not feel his "heart racing" prior to the syncopal episode. No further information was available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Additional information was received that this device was explanted. No adverse patient effects were reported during the procedure. The device was returned to allow for reliability analysis.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.